Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, five years ago, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the replacement heads of the flosser broken right by the plastic. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, five years ago, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the replacement heads of the flosser broken right by the plastic. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No sample was returned and no lot number was provided. A review of the data associated with this complaint revealed no adverse trends. A full review of the molds, mold equipment, test apparatus and test procedures, concluded that all current processes and operations were satisfactory. Complaint could not be confirmed since customer unit was not received. However, history of changes demonstrates adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.